Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. The customer¿s blood glucose level at the time of the incident was 20 mg/dl. The customer¿s encounter another low blood glucose level at 51 mg/dl. The customer was treated with the glucose tablets. The insulin pump will be returned for the analysis.